Manufacturer narrative:
Trackwise # (B)(4). The lot # 3000301667 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that vasoview hemopro 2 used for an endoscopic vein harvesting procedure failed. The wire within the jaws was separated from the jaw when the kit was opened. No additional incisions or procedures needed. Another kit was opened and the procedure was completed successfully without any other issues. No procedural delay. No patient effects or harm.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.